Event description:
It was reported via a trial that approx 15 months post xience v stent implantation in the mid right coronary artery, the pt expired. Reportedly, the pt did not have any additional intervention. Cause of death was not known. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported pt effect of death is listed in the xience v instructions for use as known adverse pt effect. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.